Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in (B)(6) 2023 a laparoscopic esophageal hiatal hernia was performed. The mesh was placed after hernia orifice closure and had no issue. Two years later, the patient had recurrence accompanied by gastric mesh erosion, stomach perforation, abscess formation and right-side heart failure. It was noted that a second surgery is scheduled.

Manufacturer narrative:
Additional information: b5, g3, h6 (ime e0611 removed) correction: d4 (unique identifier (UDI) #). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in april 2023 a laparoscopic esophageal hiatal hernia was performed. The mesh was placed after hernia orifice closure and had no issue. Two years later, the patient had recurrence accompanied by gastric mesh erosion, stomach perforation, abscess formation. Right-side heart failure recurrence was also noted, but does was not caused by the device. It was noted that a second surgery is scheduled.